Manufacturer narrative:
This event occurred with a similar device in a foreign market. Once the investigation is completed a supplemental report will be submitted.

Event description:
The customer stated that the mask caused a severe reaction on her face. They stopped using the mask and the issue resolved. After a few weeks they continued use of the mask and the reaction occurred again.